Event description:
It was reported that the buttons on the insulin pump are unresponsive. It was also reported that the customer's insulin pump is making a high pitch noise and there is a number 6 on the display screen. Customer's blood glucose level at the time 123mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
All buttons are functioning properly however, found moisture damage on keypad traces during visual inspection. No unexpected alarms, frozen display, or beeps occurred during testing. Insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.